Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin for 2 days. Customer experienced continuous elevated blood glucose (bg 600s mg/dl). Ketone level was large. A bolus was delivered in an attempt to lower bg. The infusion set tubing and cannula were changed. A bolus via manual injection was administered to resolve the issue. Customer was taken to the emergency room (ER) on (B)(6) 2019. Bg was 439 mg/dl upon arrival. Ketones were identified as being dangerous by a healthcare provider. Intravenous insulin and insulin injections were administered. After a few hours, customer left the ER with a bg in the 400s mg/dl. Customer reverted to using manual injections for insulin therapy. Bg was back in range.